Event description:
The customer reported that half of their patient monitors were not getting st segments which was affecting alarms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.